Event description:
It was reported that the patient was experiencing inadequate stimulation and had to charge the ipg excessively. Reprogramming was done and was successful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the hospital.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had to charge the ipg excessively. Reprogramming was done and was successful. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the hospital.